Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Distributor assisted customer with clearing alarm. Customer's blood glucose was 98 mg/dl.